Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) went onsite and confirmed that reported problem. After reviewing log, the malfunction confirmed. Upon troubleshooting, fse reinstated a ghost backup, however, the same issue persisted. To resolve the problem, fse replaced the host pc and drive disk and reloaded software and return the part for further analysis and confirmed as bmc failure. After replacing host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.